Event description:
The field engineer was asked to import the t2 MRI. The two t1 mris where displayed with an asterix, only the t2 MRI, which the surgeon wanted to be imported, was not displayed with an asterix. The import of the t2 was not possible.

Manufacturer narrative:
Following the investigation, the root cause may be linked to a user error. The surgeon wanted to import images with a higher resolution than recommended in the IFU. The root cause is a wrong images parameters setting. User did not follow the IFU instruction. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code.